Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Doctor requested to keep explanted polyethylene. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
A polyethylene exchange took place. Initially a ps size 5-13mm x3 implant was taken out of the patient and replaced with a 16mm x3 insert.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no reported events for the lot referenced. The reported increase in tibial insert thickness suggests soft tissue laxity was present, however it also cannot be confirmed given the limited information provided. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
A polyethylene exchange took place. Initially a ps size 5-13mm x3 implant was taken out of the patient and replaced with a 16mm x3 insert.